Manufacturer narrative:
The reported events of high capture threshold and a helix mechanism issue were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the extended and bent helix clogged with blood. X-ray examination found the helix to be bent and an over torqued inner coil with one broken filar at the connector region. The helix mechanism extension and length tests could not be performed due to a bent helix and an over torqued inner coil at the connector region, consistent with procedure damage. The cause of the reported event of a helix mechanism issue was due to blood clogging the helix at the helix region and an over torqued inner coil at the connector region. The cause of high capture threshold was due to internal shoring due to an over torqued inner coil at the connector region, consistent with procedure damage.

Event description:
During attempted implant, high capture threshold was observed on the right ventricular (rv) lead. During lead repositioning, the helix failed to retract. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.